Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Still being used at hospital.

Event description:
Surgeon performed a tibio-talar joint fusion with use of an anterior cp plate. His feedback included the following: ¿cp reamer is a little large with anterior cortex and we broke it out but cp plate still worked. Just something to watch out for.¿ [provided as a comment on any dissatisfaction with the products and procedure] ¿cp reamer is very large.¿ [indicated as an identified area for improvement]. "Cp reamer.¿ [reported as an observed deficiency and/or complication]. Additional information from sales representative: "[...] You have to ream down a good amount and in my case the cortex wasn¿t large enough to accept this depth cause the reamer to go into the canal. No delay and we still completed the case as desired."